Manufacturer narrative:
A ge rep evaluated the system and replaced the scan converter card. No report on system repair status. (B) (4)

Event description:
The customer reported the monitor flickers and loses synchronization. No pt injury was reported.